Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the indication for the rvad implant was right heart failure. The patient was currently at rehabilitation and was a biventricular assist device patient as bridge to transplant.

Event description:
The patient had received a temporary rvad during initial lvad implant as they had right heart failure prior to lvad implant. Weaning from the temporary rvad was not successful, so the patient was implanted with a durable rvad. The lvad and/or lvad therapy did not worsen or contribute to right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: additional information was communicated that indicated that the event was not related to heartmate 3 lvas, serial number (B)(6). It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.